Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on (B)(4) 2015 for investigation. Investigation results are as follows: external visual inspection of the returned platform was performed and found that the encoder shaft was damaged and the battery latch lock was bent. The physical damages found during external visual inspection are unrelated to the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message. No damages were found during internal visual inspection of the platform. A review of the platform's archive data was performed and found one occurrence of a system error code 139 - unable to hold compression position on (B)(4) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The archive data revealed no other issues related to the reported complaint. The reported "system error" message was also duplicated when the platform was powered on for functional testing. Further investigation determined that the system processor pca needed to be reset and cleared. After the system processor pca was reset and cleared, functional testing was continued without any occurrence of a system error, user advisory or warning message. Based on the investigation, the parts identified for replacement were the encoder and the battery latch lock. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be the system processor pca, which needed to be reset and cleared. The physical damages found during external visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the autopulse platform successfully passed all final functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. No adverse patient sequelae was reported. No further information was provided.